Event description:
It was reported that a patient made a mistake/break in aseptic technique further described as attendant performing CAPA without proper training and subsequently developed peritonitis. The patient was not hospitalized for the peritonitis. The patient was treated with injection (inj) cefazolin (1gm once daily) and inj ceftazidime (1gm once daily), routes not reported. The patient was retrained on proper aseptic technique. The patient recovered from peritonitis on an unknown date. No further information was provided by the reporter.

Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique and peritonitis is confirmed because it was reported that the attendant performed peritoneal dialysis therapy without proper training. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause for the use error is undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.